Event description:
The customer reported that the system would display poor image quality and that the magnification was out of specification. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The collimator was calibrated. The system was tested and operates as intended.